Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Service territory manager (stm) reported that the customer had issues with the display, it was un-readable and scrambled. The iabp continued to operate without legible video. The stm could not re-create the reported issue with display, did replace the pcb,color video receiver and cable,coiled associated with display to try and prevent further issues. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that during patient transport, the intra-aortic balloon pump (iabp) screen pixelated and then went blank. There was no patient information available, however there was no adverse event reported.